Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the stylet and sheath of the 3.5x33mm xience skypoint stent delivery system (sds) were pulled off without resistance. The sds was going to be backloaded onto the guide wire; however, before loading it was noted that the stent was not on the sds. The stent was found in the sheath. The sds was not used. There was no patient involvement. The procedure was successfully completed with a new 3.5x33mm xience skypoint stent. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d4 - lot no d4 - expiration date . H4 - device mfg date.